Event description:
Consumer reported that the needle broke off in his leg as he was doing the injection. He stated that he was able to remove the needle with a tweezer. No pain or discomfort reported, and no medical assistance. Consumer also reported that when he removed the covers he noticed that many of the patient end needles were bent. Consumer stated that he does not re-use. Lot #: 3066033 catalog #: 320550 date of event: unknown samples: available - sending mail kit.

Manufacturer narrative:
Additional information was added. Correction to: d3: (country type and country), h6: (component code, type of investigation, investigation findings, and investigation conclusions). Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent/broken pe cannula and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.